Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine and bupivacaine via an implantable pump for unknown indications for use. It was reported that the patient reported that the pump was not working as good as it should. It was noted that the pateint had some health issues and they could't find out what the problem was. The patient mentioned that they get an infection and it doesn't show up but they get a fever and their blood pressure goes way up. The patient went to the hospital and they couldn't find anything and they were wondering if the pump could be causing their issues so they started going down in medication as much as they could. The patient was provided a physician listing.